Event description:
The facility's biomed reported an infusion pump with a failure code 715. The facility's biomed stated that there has not been any incident reports filed on this pump since the last baxter service event. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and pt injury but no add'l information was available. Add'l contact information was requested but no additional contact was idenified.